Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Unable to set the readers date and time due to the reader not powering on. Visual inspection has been performed on the returned reader and damage to the usb port pins was observed. The reader was sent for further investigation and de-cased. There was no signs of damage, burn marks, or corrosion. The damage observed to the port pins is likely due to the user inserting an incorrect cable into the reader or having applied excessive force to insert the cable into the readers usb port, and as a result the reader no longer functions. Therefore, the issue is not confirmed to a user issue. Visual inspection was performed on the returned usb and charging cable and no issues were observed. The usb/charging cable passed all tests. Visual inspection was performed on the returned power adapter and no issues were observed. The power adapter's voltage was measured at 4.88v which, is within the specification of 4.75v-5.25v. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.